Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a power up test fail code #14. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a power up test fail code #14. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced scroll compressor, muffer 1/8th npt and <100 micron, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.